Event description:
It was reported that the patient was not feeling well with activity. During an office visit, capture management was run, but the threshold was unable to be determined due to high threshold. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.